Manufacturer narrative:
(B)(4). Batch # unk as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Please explain what is meant by ¿the staples were connected to the bowel¿? Where on the bowel was the ischemia located? Where were the staples in relation to the ischemic bowel? Please describe the staple form. Did the issue cause a volvulus? Were there any issues with device intraoperatively? What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by the sales rep that a few days post op to a laparoscopic appendectomy the patient presented with pain and was readmitted. It was discovered that the staples were connected to the bowel which was ischemic. There were three loose staples. Those loose staples attached to the bowel. The surgeon was able to remove the staples before the bowel turned black. No other information is available.